Manufacturer narrative:
The complaint catheter was not returned, so the complaint can't be confirmed notr the root cause determined. A comparative device was pulled and tested for rated burst pressure. The comparative catheter balloon was immersed in a body temperature water bath. The outer balloon was inflated in .5 atm increments until failure. The balloon had a longitudinal tear at 4.5 atm, which is well above the labeled rated burst pressure of 2.0 atm. The device was being used with an andrasstent xl, which is what the user stated may have been the issue.

Event description:
An email from the distributor in the (B)(4) stated - "prof. (B)(6) in (B)(6) had a problem plating an andrasstent xl stent with out bib balloon last week. (Bb075) the inner balloon inflated without problems. They could not inflate the outer balloon, it seems to have a tear......".